Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing that cause false episode being recorded. Programming changes were made. No patient consequences was reported.